Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant with a 9f amplatzer talisman delivery sheath. During procedure, the first deployment attempt was unsatisfactory and a decision was made to recapture the device. After repositioning, the right atrial disc had a cylindrical and bulbous deformation and was unable to be implanted. The device was removed from the patient prior to release from the delivery cable, examined, and found to still maintain the irregular shape. There was no angulation or kink noticed in the delivery system and the pfo device did have interaction with the right atrium and left ventricle during deployment. A decision was made to replace the device with a non-abbott device. It was reported there was a clinically significant delay in the procedure due to this event but the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.